Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the device was returned. Product packaging and label were not returned. The dilator was not returned for evaluation. The storage tube was returned separated from the pusher catheter. The filter was still within the storage tube with the filter feet exiting the distal tip of the storage tube. No bowing or skiving was noted to the storage tube. Tissue was observed on the feet of the filter in the storage tube. The delivery sheath was returned and no anomalies were noted. The pusher catheter was noted to be kinked 29.2 cm from the proximal end of the handle. The filter was removed from the storage tube. All 6 arms and 6 legs were present and intact. Two legs were crossed due to the tissue/clot on the feet. The clot/tissue was removed and the legs were uncrossed. No anomalies were noted to the filter. Dimensional evaluation: dimensional evaluation of the returned product found all measurement met the required specifications. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was returned for evaluation. Images and medical records were not provided for review. The filter was found to have two crossed legs upon deployment from the returned storage tube. However, the investigation was inconclusive for the alleged failure to expand as the filter was placed back into the storage tube for transport. It cannot be confirmed that the configuration of the filter received was the configuration in which the filter was deployed. Based upon the available information, the definitive root cause for this event was unknown. It was unknown if procedural factors contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. Do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. Potential complications: failure of filter expansion/incomplete expansion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a jugular deployment of a vena cava filter, the filter legs were allegedly twisted upon deployment into the ivc. Reportedly, the filter was captured and retrieved with a snare device and another filter was exchanged over the guidewire and successfully deployed to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a jugular deployment of a vena cava filter, the filter allegedly would not fully deploy. Reportedly, another filter was exchanged over the guidewire and successfully deployed to complete the procedure. There was no reported patient injury.